Event description:
The customer reported false positive reactions in anti-d microtubes of the mts a/b/d monoclonal and reverse grouping card lot # 112408037-17. The customer indicated that the issue was observed during qc testing as well as with two previously known rh-negative patient samples. False positive test results can lead to transfusion of incompatible blood. This customer issue is also being reported under medwatch MFR# 1056600-2009-00063, to document additional false positive results (second patient's sample) indicated by the customer in the complaint from the same lot of gel cards.

Manufacturer narrative:
Satisfactory results were obtained with retained and returned cards using the lot # 112408037-17. Positive reactivity was not obtained in the anti-d microtubes at ocd. The gel cards performed as expected at ocd. The customer's complaint was not confirmed. Batch record review was within release specifications. Incident is isolated. (B) (4)